Event description:
It was reported that the programmer screen was in need of repair and that the slave cable port was shorting out. The programmer was returned for service. Follow-up determined that there was no patient involvement associated with this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display overlay is broken. ECG (electrocardiogram) connector on a printed circuit board assembly is slightly loose and makes a creaking noise when moved. Broken tab found on the power cord bay door. (B)(4) rf (radio frequency) head functional uplink tests are out of specification; rf head cable found out of electrical specification.